Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation caused by the lifevest. The irritation was described as rubbed raw. A nurse covered the irritation with tegaderm dressing. The patient ended use of the lifevest device and the patient's medical outcome is unknown.